Manufacturer narrative:
The non specific product performance allegations was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
This right atrial (ra) lead was unable to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.